Event description:
The manufacturer received information alleging a ventilator's pressure valve is not functioning. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal tubing was reconnected to address the issue.